Event description:
It was reported the patient's blood glucose level was 47 mg/dl after an alleged inadvertent infusion of insulin. The patient administered self-treatment by consuming eight glucose tablets. Her subsequent blood glucose level was 151 mg/dl; she did not report seeking any medical attention. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient allegedly suffered blood glucose levels suggesting severe hypoglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The data for the date of the reported incident is unavailable for review due to continued pump use. An ezprime operation was performed with no issues; the pump did not dispense extra insulin during the "fill cannula" step. The units remaining were correctly calculated and recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.